Event description:
It was reported patient's leads had migrated causing discomfort and loss of effective therapy. There were also low impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.